Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a full battery depletion and a no external power alarm were confirmed via analysis of the submitted log file. A log file was submitted for review and data from 06nov2025 to 10nov2025 was reviewed. The log file captured a no external power alarm on 06nov2025 from 22:42:38 to 22:42:43 due to both system controller power leads being disconnected from power. The system controller backup battery supported the system during the loss of power. The alarm resolved once the black power lead was reconnected to the mobile power unit. The log files captured the 14v batteries and the system controller backup battery becoming depleted due to extended use, resulting in the pump stopping and the system controller powering off. Prior to the batteries becoming depleted, a low voltage advisory alarm first activated on 10nov2025 at 01:51:44, which was then followed by a low voltage hazard alarm that activated on 10nov2025 at 04:04:57 due to the 14v batteries dropping below the low voltage threshold. The 14v batteries were connected to the controller for approximately 18 hours prior to the low voltage advisory alarm activating. A no external power alarm then activated on 10nov2025 at 04:44:22 due to 14v batteries becoming depleted, resulting in the system controller backup battery activating to support the system during the loss of external power. Following the loss of external power, the pump stopped on 10nov2025 at 06:31:25 and the controller powered off on 10nov2025 at 06:31:00, indicating that the backup battery had also become fully depleted. No other notable alarms were observed. The alarms did not affect the controller¿s ability to operate the pump at the set speed. Additional information provided communicated that no products would be returned for analysis. The root cause of the full battery depletion could not be conclusively determined through this analysis. The system controller was not returned for analysis. The root cause of the reported no external power alarm was determined to be both system controller power cables being disconnected from external power at the same time. The heartmate 3 instructions for use (IFU) and heartmate 3 patient handbook explain the various ways to power the heartmate 3 left ventricular assist system. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 30jun2022. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory/hazard, no external power, pump off, and controller clock not set alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. Heartmate 3 IFU section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for analysis. Log files captured no external power events and power cable disconnects as a result of the patient having both cables unplugged at the same time at (B)(6) 2025 at 10:46pm. It captured low power advisory and low power hazard events that seem to be ignored by the patient until the power completely drained from the lithium batteries and the pump stopped. Log files also captured system controller clock corrupt events which is one of the alarms that only displays on the system monitor. It was also seen that there was 1 pump stop. The amount of time the pump was off was not able to be determined. The last good timestamp is at (B)(6) 2025 at 6:31 am. On the evening of (B)(6) 2025, the patient was found deceased on the floor by their daughter. Log files contained no unusual events from 30oct2025 to 05nov2025. On (B)(6) 2025 at 22:42:38, log files recorded a no external power alarm flag. This event appeared to have occurred as the patient was attempting to perform a power source change from battery power to mobile power unit (mpu) power. The connection to mpu power was established and the alarm condition was resolved. On (B)(6) 2025 at 7:53:22, the power source was changed from mpu power to fully charged batteries. On (B)(6) 2025 at 1:51:44, low power advisory alarm flags were active with an 18-hour runtime of battery power. At 4:04:57, a low power hazard alarm flag was active with a 2-hour 15 minutes of runtime in low battery advisory state. At 4:44:22, the external batteries became completely depleted and there was a no external power alarm flag active. The system was completely supported by the emergency backup battery (ebb) at the low-speed setting, 5700 rpms. At 6:31:25, the ebb was no longer able to support the pump operation and the left ventricular assist device (lvad) off alarm flag was active with 105 minutes of runtime on the ebb. And at 6:31:30, the ebb became completely depleted and the system controller was no longer able to maintain the date/time stamp. The pump off time was unknown and the time at which the system controller white power lead was connected to the power module was not known. There were no events recorded that indicated the alarm silence button was used. Although it was not confirmed that the patient was sleeping on battery power based on the log files, because there were no alarm silence button pressed events recorded, this suggested that there was no response to the audible and visual advisory or hazard alarms. The ebb was able to provide 105 minutes of support to the system controller after the loss of external power. 0631 was actually the last recorded time before the complete loss of power. A date / time reset occurred. A power source transition from mpu power to battery power stated to be on (B)(6) 2025 at 7:50:17. Per the customer, there were no details that could be provided leading up to the patient being found down. The cause of death was not established. No equipment would be returning.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.